Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the electric dermatome needed repair for motor malfunctions. The motor torque is weak and sometimes does not work. No harm or delays. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. Reported issue: on september 30, 2019, it was reported that the device required repair for an unknown reason. It was further clarified during follow up that there was a motor malfunction prior to surgery. The motor torque was weak sometimes and did not work. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by zimmer biomet japan on october 29, 2019 revealed that it was confirmed that there was a motor/switch failure that was not allowing the device to operate. Repair of the electric dermatome was performed by zimmer biomet japan on october 29, 2019 which included replacement of the motor, switch, plug harness assembly, spring seal, needle bearing and reciprocating arm. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet japan it was noted that there was a motor/switch failure that was not allowing the device to operate. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.